Event description:
The duett pro sealing device was deployed following an interventional procedure via a 6 fr sheath in the right common femoral artery. It was reported that the pt had moderate to severe scar tissue. Significant scar tissue represents a precaution in the duett pro instructions for use. Following the deployment the pt experienced an arterial occlusion. Treatment consisted of surgical intervention and a percutaneous thrombectomy and was successful. The event was resolved with no further complications reported.